Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer changed the pump supplies and was able to resume insulin delivery. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 225-288 mg/dl. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.